Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively.

Event description:
Additional information received indicates that surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the end of service message appeared for the ipg. It is unknown if the indicator triggered earlier than intended. Further troubleshooting is pending.